Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.the customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: ken had a pcu8015 did not turn on even battery was charged over night. Failure device type: failure problem type: failure mode: case resolution: recommended ken to send unit in for warranty repair. Ken will use repair portal to get rga number and send unit in for service.